Event description:
"Off/tubing-connector." Condition discovered during pt use. Customer reported no pt injury nor medical intervention reported. Further follow up with baxter-japan revealed that "the connector on the luer end came off from the tubing." Unfortunately, it is unknown what kind of solution was being administered to pt at the time of reported event, and whether there was a leakage. Per reporter no one was exposed to contents.